Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that incorrect product was mixed in with the units of bd precision glide¿ needles. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
It was performed the DHR, maintenance record analysis and quality notification analysis and no deviation was found for this batch. A picture was sent by the customer, and with that it was possible to perform an investigation and determine the root cause for the defect, confirming the complaint. The manufacturing process are validated with defined acceptance criteria. The root cause for this failure mode occurred due to one mixture of packages by assembler associate. At this step of assembly pallet and shipping one associate does the job, human factor failure.

Event description:
It was reported that incorrect product was mixed in with the units of bd precisionglide needles. There was no report of exposure, injury, or medical intervention.